Event description:
Pt reported infusion device continuously beeping and displaying four dashes and "2.0". She indicated that she had received the power pack recall notification, but was unaware that she was to replace the power packs every two weeks. The power pack was in use for approximately one month. Pt replaced the power pack and the device functioned properly. Company representative advised pt regarding the need to change her power pack every two weeks. She indicated that the ez rings had fallen off. Pt did not report any physiological effects associated with this issue. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.